Event description:
Paramedics responded to a person, condition described as conscious and aware. According to the reporter, when the device was connected to the pt for monitoring and powered up, the "crt" displayed a flatline and the device displayed a svc warning indicator. No adverse effects to the pt were reported as a result of the alleged malfunction.